Manufacturer narrative:
The investigation has determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample using the vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing was not performed, therefore an instrument issue cannot be ruled out as a contributing factor. Based on historical quality control results, a vitros tropi es lot 1945 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 1965 at, or below the url concentration of 0.034 ng/ml cannot be determined. Pre analytical sample processing could not be ruled out as it is unknown if the customer is processing the samples following the sample collection device manufacturer¿s recommendations and therefore, improper pre-analytical sample handling, cannot be ruled out as a contributing factor to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: 0.192 ng/ml vs. 0.021 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. It is unknown if the higher than expected result was reported from the laboratory, however there was no allegation of patient harm as a result of this event. (B)(4).